Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit "stickiness" / foreign material on the device universal cord, the control unit grip and up/down plate. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, the stickiness/foreign material found on the device control body was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result of fluid immersion and or insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.